Event description:
It was reported that during implant there were high capture thresholds on the right ventricular lead. Upon repositioning, the helix would not retract. Outside of the body the helix still would not retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.